Manufacturer narrative:
Physio-control evaluated the customer's device and verified that it would not complete the user test; however, there were no reboot, or power cycle issues, observed that would have delayed or prevented defibrillation therapy if it were necessary. When the device failed to complete the user test, the device would then appear back at the main screen ready for use. Physio then replaced the system controller (sc) and user interface (ui) pcb assemblies and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that a shorted integrated circuit (ic) chip, designator u61, caused the device to not complete the user test. The removed ui pcb assembly was an ancillary part and there was no failure.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was not completing the user test. The biomedical engineer further advised that when attempting to complete the user test, the device would reboot by itself. There was no patient use associated with the reported event.